Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -14.0 diopter, in the patient's eye on (B)(6) 2016. The lens was repositioned on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens but that lens also is vaulted. The patient's post-op bscva was 20/30 +1, with blurry vision and pain.